Event description:
Patient reported a leak in a lap-band access port first noticed when patient reported weight gain and loss of restriction. Device remains implanted and explanted surgery is not scheduled at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. In adequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: allergan does not guarantee that every patient will achieve desired weight loss.